Event description:
Related manufacturer report number 2017865-2024-33011. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. The physician suspected ra and rv lead damage, however, it is unknown if diagnostic imaging was performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicating physician does not allege lead damage on the right atrial lead nor on the right ventricular lead.

Event description:
Additional information was received indicating abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and the patient will continue to be monitored.